Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing lead impedance measurements greater than 2,000 ohms and undersensing. A revision procedure was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.